Manufacturer narrative:
The lot history review showed no related mfg issues and no other complaints of similar nature.

Event description:
PICC was inserted on 9/1/97 am. By midnight on same day, pt started having problems and had to be put back on respirator. An echostudy, a dye study, and x-rays were done. Fluid was noted in both sides of the chest. The fluid was drained & analyzed & was noted to be IV solution. After draining, the pt was reported to be doing better.